Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they experienced high blood glucose. The customer¿s blood glucose level was 530 mg/dl at the time of the incident and also 503 mg/dl. The customer reported sensor issues and was helped with troubleshooting. The devices will not be returned for analysis.